Event description:
It was reported that the patient experienced a loss of therapeutic effect which began today. It was observed that only the top and bottom lights on the patient programmer light up. Additional information was requested, but was not available at the time of this report. See also manufacturer report #3004209178-2012-01386.

Manufacturer narrative:
Lead model 3389s-40 lot #v135142 implanted: (B)(6) 2008 explanted: na extension model 748251 (B)(4) implanted: (B)(6) 2008 explanted: na; concomitant system: neurostimulator model 7426 (B)(4) implanted: (B)(6) 2008 explanted: na; lead model 3389s-40 lot #v135142 implanted: (B)(6) 2008 explanted: na; extension model 748251 (B)(4) implanted: (B)(6) 2008 explanted: na.